Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump has not delivered insulin frequently over the past month. Caller has programmed a correction bolus on the pump but his blood glucose has not come down. On these occasions caller has disconnected the tubing from his cannula and primed the tubing, however it has taken up to 15 units before he has been able to see insulin dripping from the end of the tubing. No adverse event reported; caller was able to self-treat. Requested return of the alleged device for evaluation.